Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead could not be fully inserted into the header of this pacemaker. Noise and possible oversensing was also noted on the right atrial (ra) channel. Another device was used. No adverse patient effects were reported.